Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time. However, based on similar cases, the damage of the mucosa or bleeding can most likely be attributed to the user¿s technique or the condition of the patient. The instruction manual of the subject device provides several warnings to users in an effort to prevent patient injury. ¿do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. Biopsy may cause bleeding. If you take a large sample or press the instrument's distal end against tissue excessively, the risk of bleeding will increase. Do not take more than needed. Perform biopsy on minimum necessary spots only.¿

Event description:
The user facility informed olympus that two pediatric patients sustained duodenal hematomas and excessive bleeding at the biopsy sites post diagnostic esophagogastroduodenoscopy (egd) procedures. The user facility reported that these are very rare complications. The patients did not exhibit any bleeding during the procedure. The initial intended procedure was completed without issue. The patients were admitted to the hospital. It is unknown if the patients were medically treated. Additionally, the user facility reported that although there was no issues noted with the device during use it cannot be ruled out as a contributing factor.